Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
A report received from the USA stated that the device had a damaged bearings. It is unknown if the device was being used during surgery. It is unknown if pt or user injury was reported. The date of the event is unknown. No additional information was provided.